Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was reported the device the samples consist of seven (7) products. Two (2) samples were received in unused conditions without their original package and five (5) sample was received in used condition without its original package. The samples were visually inspected, at a distance of 12 to 24 and normal conditions of illumination. Two (2) samples has the retractor inactive in unused conditions. Five (5) sample has the cannula broken. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheter was lost in the tissue, when pulling the needle (broken). However, the rest of the needle cannot be clearly detected in the tissue. No patient injury was reported.